Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
Reporter alleged discrepant blood glucose results of 319 mg/dl back to back with a result of 66 mg/dl when testing was performed less than 10 minutes apart on the advantage system. It was stated a third blood glucose test of 222mg/dl was obtained back to back on the same system in less than 10 minutes of the 66mg/dl result. No symptoms were reported. No reported actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.

Event description:
It was reported that the extention tube was cut. No patient injury was reported

Manufacturer narrative:
Evaluation summary: IV tubing was completely cut at middle of IV set. IV tubing also appeared crushed at the cut. It was most likely that the tubing had been crushed and cut with impact and heat. This damage appeared consistent with the damages that occurred during packaging process. No other damage was observed from the kit. Damage occurred on IV side of the kit.